Manufacturer narrative:
(B)(4). D10 ¿ oxf anat brg lt lg size 3 PMA item#159554 lot#478180, unknown oxford femoral component item#unknown lot#unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00278, 3002806535-2023-00279. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to unknown reason, approximately three (3) years from the initial right knee arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.